Event description:
The customer reported that following a ptca/stent procedure june 15, 1999, a vasoseal es collagen plug was deployed in the patient. Approximately 30-36 hours post deployment, the patient complained of pain at the puncture site during mobilization. The pain grew worse and the patient was taken to surgery. An embolectomy was performed on the patient. The vascular surgeon observed that the collagen plug was partially inserted in the femoral artery. No futher complications were reported.